Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Returned product evaluation found lens returned stuck in cartridge. Visual inspection found clear residue on cartridge and no visible damage to device and no visible damage to injector. No similar claim was reported for units within the same lot. (B)(4).

Event description:
The reporter stated that a cc4204a, +21.0 diopter, collamer single piece intraocular lens got stuck in the cartridge and was not used. There was no patient contact. The reporter was unable to provide further information.